Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) and stated that quality control (qc) was in range at the time of the event. Siemens assisted the customer, identified dilution probe pressure transducer messages in the system log, and dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and serviced the integrated multisensor technology (imt) sensor, spike, dilution probe, sample probe, and performed alignments. The atellica ch 930 analyzer was verified, and the autocheck and qc passed. The analyzer performed as expected and is operational. Siemens reviewed the information provided and did not identify a problem with the analyzer or imt sensor. The potential cause of a falsely depressed potassium (k) result is due to a sample-specific issue, pre-analytical sample quality, or the presence of gel, fibrin, microclots, or cellular debris, including red cells, white cells, and platelets that can impact the initial sample aspiration for the sample predilution. The atellica ch 930 analyzer is fully operational, and no further evaluation of the device is required.

Event description:
The customer obtained one discordant falsely depressed potassium (k) result on an atellica ch 930 analyzer. The customer did not report the result to the physician(s) and used the same sample and analyzer to perform repeat testing. The repeat result was higher, considered correct, and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed potassium (k) result.